Event description:
Customer reportedly received the following results on the active system within 10 minutes: 537 mg/dl, 245 mg/dl, 289 mg/dl, 140 mg/dl, and 270 mg/dl. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.